Event description:
The complainant reported that a pt was therapeutically treated with an enteryx procedure (procedure date unk). The procedure was reported as being performed with no complications, other than transmural injection. Post procedure the pt complained of pain and tiredness. After three weeks, the pt was admitted to the hosp for a CT scan and work up. The CT scan revealed abnormalities in the pt's lower left pleural space. In addition, the pt presented with an elevated white cell count. The pt then went to surgery to remove the inflamed area. During surgery, what appeared to enetryx material was found in the pt's pleural place. The material was removed and was sent to pathology of a full work up. The pt's condition is reported as stable.